Event description:
It was reported that during the aneurysm case, the physician planned to use stent assisted coil embolization. During the process of advancing the subject stent into the microcatheter, significant resistance was encountered. While adjusting the subject stent, the physician observed that the portion of the subject stent that had entered the microcatheter had become deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1 adverse event ¿ corrected ¿ no malfunction b5 executive summary - updated d9 product available to stryker: corrected d9 returned to manufacturer on: updated f10/h6 device code grid: corrected h1 type of reportable event: no malfunction h3 device evaluated by mfg: updated h6 method code grid: updated h6 results code grid: updated h6 conclusion code grid: corrected due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection confirmed that, the stent was returned deployed within a microcatheter hub. Functional testing was not performed as the stent was returned in deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. An assignable cause of procedural factors has been assigned to the as reported and as analyzed events of stent difficult/ unable to transfer and stent deployed prematurely during transfer as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the aneurysm case, the physician planned to use stent assisted coil embolization. During the process of advancing the subject stent into the microcatheter, significant resistance was encountered. While adjusting the subject stent, the physician observed that the portion of the subject stent that had entered the microcatheter had become deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Update: additional information received on 20-mar-2025 clarified that the subject stent was deployed within the microcatheter hub. No clinical consequences were reported to the patient due to this event.